Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed by the patient. As a result, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/15/2018. Device evaluation summary: it was reported that a 55-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed by the patient. Upon receipt by mentor, the device returned without fluid. Red and yellow material was observed within the device. Yellow material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.8 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow and red material. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).